Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prime ll 2.5 x 38 mm is being filed under a separate manufacturer report number. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2012, the patient was hospitalized with a non-st elevation myocardial infarction and underwent an interventional stenting procedure in a heavily tortuous, circumflex coronary artery (cx). A 2.5 x 38 mm xience prime was implanted in the distal cx and a 3.0 x 15 mm xience v rx was implanted in the proximal circumflex. The patient was discharged home on plavix. On (B)(6) 2012, the patient was re-hospitalized with chest pain and diagnosed with a proximal to distal occlusion in the cx due to thrombosis. The patient remained compliant with the plavix. The physician reviewed the index procedure films and saw a haziness in the distal cx and speculated that a dissection may have been caused after implantation of the xience prime stent due to the distal vessel size of 1.3 - 1.5 mm. The patient was taken to the cardiac catheterization lab where an asahi miraclebros 4.5 guide wire was used to cross the lesion and percutaneous coronary balloon angioplasty was performed with a trek 30mm balloon dilatation catheter. Flow was returned to the vessel and the patient's condition resolved. There was no reported adverse patient sequela. There was no additional information provided.